Event description:
It was reported that the customer experienced an alarm 2 followed by an alarm 26. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by changing the soft cannula infusion set and cartridge before resuming insulin, and no additional assistance was deemed necessary.